Event description:
It was reported to philips that the system had an image storage issue. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned treatment was being performed when the issue occurred and was completed by moving the patient to another room. The philips remote service engineer (rse) inspected system remotely and confirmed that the system had image storage issue. System restart was performed, then the system showed 100% space available, but images could not be stored. The philips field service engineer (fse) visited system onsite and performed troubleshooting, which revealed that the hard disk was defective. To resolve the issue, the fse replaced hard disk and reloaded the x-ray pc software and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.